Event description:
It was reported that a motor rate error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that the motor rate error was recorded in history. During analysis, the reported issue was able to be duplicated. Service replaced lead screw also replaced both clutch halves for preventive.